Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The event occurred on an unspecified date, stated as "during winter". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified peritoneal dialysis (pd) cassette leaked from the connector. This occurred during pd therapy at night with an extraneal bag. The patient was not sure what was the actual point of leakage, because the patient was sleeping; further described as the part that the patient ¿attaches to the hose¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.